Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving fentanyl, 428 mcg/ml concentration at 227.5 mcg/day dose, bupivacaine, 1.8 mg/ml concentration at 1 mg/day dose, compounded baclofen, 80 mcg/ml concentration at 42.5 mcg/day dose and dilaudid, 1.4 mg/ml concentration at 0.74 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that they suspected the pump was alarming due to elective replacement indicator (eri). Patient was already scheduled for pump replacement. Alarm was heard/ telemetry was not yet performed. No patient symptoms were reported. The pump was interrogated, and it was found that multiple stalls and recoveries had occurred since (B)(6). The last motor stall was on (B)(6) and the pump had not recovered since. They filled the pump with saline and programmed it to minimum rate mode. Since the patient had been without therapy for a few days, the patient had not decided if they want to have the pump replaced. No further complications were reported.

Manufacturer narrative:
Updated/corrected to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the motor stalls was not determined. Regarding actions/interventions taken to resolve the motor stalls included the intrathecal (it) pump reservoir was filled with preservative free normal saline and programmed to minimum flow rate. The patient was scheduled for a pump replacement. The motor stalls were not resolved and the patient¿s weight at the time of the event was 81 kilograms. It was further reported the patient was now requesting to have the it pump explanted and not replaced. It was noted the patient felt better than when he was receiving the therapy. No further complications were reported/anticipated or expected.